Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 863575) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen for pain. The patient's concurrent conditions included obesity. On (B)(6)2011, the patient had essure inserted. From 2014 until 2017, the patient received ibuprofen at an unspecified dose and frequency. On (B)(6)2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 3 years 11 months after insertion of essure. On (B)(6)2015, the patient experienced migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision") and refraction disorder ("intermittent ametropia"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain in extremity ("leg pain"), arthralgia ("severe joint pain/ hip pain"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), vulvovaginal pain ("vaginal pain"), toothache ("tooth pain") and dysuria ("pain while urinating"). The patient was treated with (), biotin, codeine phosphate;paracetamol (mydol), cyanocobalamin and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy, mayo-mccall's culdoplasty). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dysgeusia, inflammation, pain in extremity, mood swings, insomnia, memory impairment, abdominal distension, headache, vaginal infection, dyspareunia and weight decreased was resolving, the genital haemorrhage, abdominal pain lower, menorrhagia, arthralgia, migraine, alopecia, fatigue, weight increased, vision blurred, vulvovaginal pain, toothache and dysuria had resolved and the bladder disorder, urinary tract disorder, uterine leiomyoma, nausea, tooth disorder and refraction disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, inflammation, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, refraction disorder, tooth disorder, toothache, urinary tract disorder, uterine leiomyoma, vaginal infection, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in september 2011: results: confirming full occlusion of fallopian tubes. Ultrasound scan vagina - in december 2011: results: total bilateral occlusion. Plaintiff has done thyroid test. Ultrsound was done. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: mr received, reporter added, lot number added, auto narrative supplement added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 863575) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen for pain. Medical conditions: * plaintiff has done thyroid test. Concurrent conditions included obesity. On (B)(6)2011, the patient had essure inserted. From 2014 until 2017, the patient received ibuprofen at an unspecified dose and frequency. On (B)(6)2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), fatigue ("chronic fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"), 3 years 11 months after insertion of essure. On (B)(6)2015, the patient experienced migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision") and refraction disorder ("intermittent ametropia"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain in extremity ("leg pain"), arthralgia ("severe joint pain/ hip pain"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), vulvovaginal pain ("vaginal pain"), toothache ("tooth pain"), dysuria ("pain while urinating") and gingival pain ("gum pain"). The patient was treated with anilides, biotin, codeine phosphate;paracetamol (mydol), cyanocobalamin and surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy, mayo-mccall's culdoplasty). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dysgeusia, inflammation, pain in extremity, mood swings, insomnia, memory impairment, abdominal distension, headache, vaginal infection, dyspareunia and weight decreased was resolving, the genital haemorrhage, abdominal pain lower, menorrhagia, arthralgia, migraine, alopecia, fatigue, weight increased, vision blurred, nausea, vulvovaginal pain, toothache and dysuria had resolved and the bladder disorder, urinary tract disorder, uterine leiomyoma, tooth disorder, refraction disorder and gingival pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, gingival pain, headache, inflammation, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, refraction disorder, tooth disorder, toothache, urinary tract disorder, uterine leiomyoma, vaginal infection, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6)2011: results: confirming full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6)2011: results: total bilateral occlusion; on (B)(6)2015: total bilateral occlusion,. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received outcome of event " nausea" was updated as recovered. Event added gum pain. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. From 2014 until 2017, the patient received ibuprofen at an unspecified dose and frequency. On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), bladder disorder ("bladder problems"), nausea ("nausea") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and refraction disorder ("intermittent ametropia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain in extremity ("leg pain"), arthralgia ("severe joint pain/ hip pain"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), vision blurred ("blurred vision"), urinary tract disorder ("urinary problems"), vulvovaginal pain ("vaginal pain"), toothache ("tooth pain") and dysuria ("pain while urinating"). The patient was treated with surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy, mayo-mccall's culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dysgeusia, inflammation, pain in extremity, mood swings, insomnia, memory impairment, abdominal distension, headache, vaginal infection, dyspareunia and weight decreased was resolving, the genital haemorrhage, abdominal pain lower, menorrhagia, arthralgia, migraine, alopecia, fatigue, weight increased, vision blurred, vulvovaginal pain, toothache and dysuria had resolved and the bladder disorder, urinary tract disorder, uterine leiomyoma, nausea, tooth disorder and refraction disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, inflammation, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, refraction disorder, tooth disorder, toothache, urinary tract disorder, uterine leiomyoma, vaginal infection, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), bladder problems, urinary problems, fibroids, nausea, dental problems, intermittent ametropia, vaginal pain, tooth pain and pain while urinating. On 1-mar-2018: follow up one and two processed together : medical records received : reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of abdominal pain lower ("severe abdominal cramping"), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation"), pain in extremity ("leg pain"), arthralgia ("severe joint pain"), mood swings ("mood swings"), insomnia ("insomnia"), memory impairment ("forgetfulness"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vision blurred ("blurred vision"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, dysgeusia, inflammation, pain in extremity, arthralgia, mood swings, insomnia, memory impairment, abdominal distension, migraine, headache, vaginal infection, dyspareunia, alopecia, fatigue, weight increased, weight decreased and vision blurred was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, inflammation, insomnia, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery,patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.